Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's grandmother reported via phone call that customer had physical damage of insulin pump. It was reported that insulin pump had scratches on display screen which prevents reading of display screen. Caller requested that insulin pump be replaced but did not have pump information due to customer being in the hospital with insulin pump. Caller reported that customer was in the hospital due to diabetes reasons. Caller was advised to call helpline to report hospitalization information.